Event description:
There was friction while advancing the enterprise stent through the prowler select microcatheter. The stent could be placed only with extreme force due to high friction. The enterprise system was flushed according to the IFU. The gw advanced through the microcatheter (mc) and the mc through the guide catheter (gc) without any issues. The thermo indicator was checked and was confirmed that it was ok. The tip of the delivery wire was confirmed to be entirely within the introducer and no kink or damage to the tip was noted. The tip of the delivery wire was not pre-shaped. The product was inspected prior to use and it was confirmed that there were no anomalies. There was no kinks found in the mc. There was little vessel tortuosity. A continuous flush was maintained within the mc. The mc was not manipulated within the vessel with the enterprise system. The mc and gc were not placed an acute angle. Once resistance was encountered, after stopping the system continued to be advanced carefully. The stent was advanced despite friction and deployed without any problems.

Manufacturer narrative:
Review of the analysis performed on the returned enterprise delivery wire determined that there was a void at the end of the solder on the distal joint of the proximal coil wire. This reportable product malfunction was not evident from the info provided by the customer. Functional testing of the prowler revealed no insertion movement friction when the back end of the enterprise stent delivery wire was inserted through the hub end of the catheter. The catheter inner and outer diameter were measured and found to meet dimensional requirements. The DHR review performed for this lot showed that products met all requirements per the applicable mqp (mfg quality plan), per prowler test results. A conclusive root cause for the resistance friction could not be determined since the stent was deployed prior to product returned. The enterprise stent was deployed clinically and was not returned for analysis. A small pit in the distal coil to core joint of the proximal coil and a slight waviness over the distal 14 cm of the proximal coil were found. The distal coil to core joint of the proximal coil on the returned delivery wire presents a small 0.31mm wide x 0.17mm long pit exposing the underlying core wire. Certain core wire dimensions are not practical to measure on the final device assembly. Except where noted, the specimen appears visually and dimensionally correct. Materials eval and engineering, inc. Performed a scanning electron microscopy and x-ray spectroscopy characterization of the solder joint void in question. The morphology and chemistry were characteristic of a tin chloride compound created by corrosion of the tin-alloy solder. It could not be determined by this eval whether some corrosion had occurred at a pre-existing void in the solder. Based on the info provided and the evidence presented by the device, the assignment of root cause for this complaint is speculative. A conclusive root cause for the resistance friction could not be determined since the stent was deployed prior to product returned. Resistance with the returned enterprise delivery wire and prowler mc was not confirmed with functional testing. It is possible that an inadequate flush along with vessel characteristics contributed to the event. An adequate flush must be maintained to ensure lubricity of the catheter inner lumen and allow unrestricted passage of the stent system through the mc. The IFU warns that undue force should not be applied if resistance is encountered as any point during stent manipulation. The unit should be withdrawn and a new one advanced. All records indicated that the product was final inspection tested, including an inspection of all joints under a microscope at 30x magnification and determined to be acceptable prior to shipment. The unit does not present any obvious indications of MFR defects or anomalies. From this eval, the exact cause of this solder joint void and when it occurred could not be determined. It could not be determined whether the corrosion was the sole cause of the void or whether some corrosion had occurred at a pre-existing void in the solder. Also, it could not be determined if the corrosion occurred during cleaning and decontamination or during some other processing of the device. This issue is being investigated within cordis' corrective action procedures.